Event description:
It was initially reported that the physician handheld screen was freezing. F/u with the site indicated that the screen freezes were occurring on different screens. The site had performed hard resets and removed and replaced the batteries but the issue has not resolved. Good faith attempts for product return have been unsuccessful to date.